Event description:
It was reported that approximately 4 years ago during a thyroidectomy on an obese patient, they intubated but could not ventilate. The emg tube was removed, they were able to ventilate, replaced tube, but could not ventilate. They scoped through the tube, the airway looked normal. Patient suffered a pea arrest (pulseless electrical activity). Chest tubes were placed but no help. Eventually able to ventilate, resuscitated, but neurologic devastation had already occurred. The patient died.

Manufacturer narrative:
This device is used for therapeutic purposes. Outcome attributed to adverse event: due to a system issue, unable to select ¿death¿ as the outcome attributed to adverse event because the ¿date of death¿ is unknown. Attempts to obtain detailed information regarding patient and event were unsuccessful. (B)(4). Product evaluation: no analysis results available; device not returned for evaluation. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.